Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that high hv lead impedances was noted on svc vector. The physician opened the pocket and saw that the lead was loose. The lead could not be secured using the set screw. The device was explanted and replaced after unsuccessful attempt to reinsert the lead into the header.

Manufacturer narrative:
The reported field event of high hv lead impedance and the inability to secure the lead in the header were confirmed in the laboratory. A test lead was inserted fully into the rv port and a torque driver was used to tighten the set screw, but did not secure the lead. Header epoxy was observed at the bottom of connector block which could have prevented the set screw from fully securing the lead.